Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a laparotomy with small bowel resection procedure, the stapler and reload were used to complete the anastomosis. When doctor fired the second reload, coming across the t-junction, the firing knob failed, was detached from the linear cutter, and was easily removed without intervention. Procedure was successfully completed. There was no delay to surgery and another device was opened to continue the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r57530. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 41 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.